Event description:
Country of complaint: (B)(6). Postoperative fracture of the stem, nk198t, lot 51354239. Date of 1st surgery: (B)(6) 2007.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.